Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low battery and weak battery alerts. The customer's blood glucose was unknown. The batteries are only lasting two weeks. The low battery anomaly continues even with the replacement of the battery cap. Advised the customer to return the insulin pump for analysis. Nothing further reported.